Event description:
Patient states that she went for physical therapy and the pt assistant placed leads on her spine, she feels that she may have lost consciousness and that her hand and foot lost feeling along with her arm and buttocks. Patient states that the feeling was as if she was having another stroke, and she now has heart palpitations and shortness of breath.